Event description:
IV remodulin patient - patient's dad reported patient's hickman line developed a hole and he was hospitalized within the last couple of days. While hospitalized they put a PICC line in his arm to temporarily infuse his remodulin. His hickman was replaced and he was discharged yesterday. Dad said his sons arm is ballooning up, regular color but is warm. Date of admission not provided. No further information at this time. Reported to (B)(6) by: patient/caregiver.